Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log file identified that the connection to the x-ray pc was lost. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse found that the x-ray pc was defective. Fse replaced x-ray pc, reloaded the software to the x-ray pc and reloaded the backup. The replaced x-ray pc was returned for analysis. The part analysis indicated that the cause of the x-ray pc failing was due to a missing component (gpu hdd) in the pc. After replacement of x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.